Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found a hydraulic leak within the main valve block. The technician replaced the main valve block, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The leak is attributed to a damaged seal allowing hydraulic fluid to leak past the valve allowing the table to drift subsequently causing the reported event to occur. The table was installed in 2008 making it approximately 11 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. The cmax surgical table operator manual states (1-3), "warning - personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance." A steris account manager will offer in-service on proper preventive maintenance activities for the cmax surgical table.

Event description:
The user facility reported that during a patient procedure, their cmax surgical table slowly drifted towards reverse trendelenburg resulting in the patient slipping and injuring their foot. It is unknown if medical treatment was sought or administered. No report of procedure delay and the procedure was completed successfully.

Manufacturer narrative:
Upon receipt of user facility medwatch mw report # 3301250000-2019-8019 on (B)(6)2019, we reviewed our service history and confirmed the event described in medwatch. Mw report # 3301250000-2019-8019 is the same event which was reported in MDR 1043572-2019-00056. A steris account manager is scheduled to perform in-service training on(B)(6)2019 on the proper use and operation of the cmax surgical table. No additional issues have been reported.